Event description:
It was reported that the patient presented to the hospital for a normal pulse generator change (vdd). During the procedure, the right atrial (ra) and right ventricular (rv) leads exhibited loss of pacing when connected to a competitor brand pulse generator. A second pulse generator of the competitor brand was connected but the ra and rv leads exhibited the same issue. The competitor pulse generator was again replaced with another device with the same brand as the leads. No further issues were observed. It was noted that the two competitor pulse generators did not have a malfunction, and it was suspected that the ra and rv leads could only support monopolar pacing resulting in the loss of pacing observed. The patient did not experience adverse health consequences. This report reflects information received by FDA in.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find enclosed the report received from the FDA. Please find enclosed the report received from the FDA.